Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with collapsed l4 vertebral body underwent oblique lumbar interbody fusion at l3/4. Intra-op, the rear part of the cage (the gripped part of the inserter) broke when the surgeon hammered the inserter after inserting the cage. The fragments of the cage within the surgical field were removed. The fragments were discarded by the hospital. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.